Event description:
The customer reported there was a speaker malfunction error message, and the speaker was not producing sound. The issue was discovered, while a test was being run on the device. There was no patient involvement.